Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient causing discomfort. The patient's pocket was examined and a small knot that was suspected to be scar tissue was felt. No intervention was performed. The patient's condition was unknown.